Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. An additional suspect product was tranexamic. The patient had a medical history of endometriosis, leiomyoma, loop electrosurgical excision procedure, nipple discharge, hypokalemia, hypertension, dysuria, anxiety, uterine enlargement, low back pain, dermatitis, abdominal pain lower and abdominal pain. The patient had a family history of coronary artery disease, epilepsy and myocardial infarction. Concurrent conditions were listed as dysmenorrhea, menorrhagia, pelvic pain female, uterine fibroid and abnormal uterine bleeding. The only concomitant product mentioned was co valacyclovir (valaciclovir hydrochloride). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1770 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient started tranexamic at an unspecified dose and frequency. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: a. Uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: secretory pattern endometrium myometrium with adenomyosis and leiomyomas with focal degenerative change (up to 4.6 cm) cervix with parakeratosis fimbriated fallopian tubes with no significant pathologic findings clinical history: uterine fibroid, abnormal uterine bleeding. Specimen(s) received a: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy gross description: these have white tan cut surfaces with lobulated whorled appearance. No foci of necrosis, hemorrhage, or calcification are grossly identified. Representative sections are submitted as follows: ai anterior cervix, a2 posterior cervix, a3 and a4 full thickness sections of endomyometrium, a5 cross-sections and entire fimbria of one detached tube segment, a6 crosssections and entire fimbria of second detached tube segment, a7-a10 representative nodules quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Surgical pathology test (lab data), medical history, concomitant condition & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy uterus). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jun-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.